Event description:
Additional information received further reported the patient experienced hematuria, as well as ongoing pelvic pain since mesh removal.

Event description:
This follow-up MDR is created to document the additional event information received for record (B)(4). This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 6/8/2022 reported the patient underwent a revision of the sling under general anesthesia for dyspareunia on (B)(6) 2022. No mesh erosion was identified.

Event description:
Additional information received further reported that the patient also experienced vaginal atrophy and vaginal discharge.

Manufacturer narrative:
H6: code e2402 applied to capture vaginal atrophy.

Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, uti, post-operative pain, burning with urination, constipation, vulvovaginitis, sui, mixed incontinence, increasing incontinence, burning, sling felt loose, dysuria, acute vaginitis, protrusion, yeast infections, exposure of mesh. (B)(6) 2018 - partial excision of mesh.